Event description:
During surgery the screw stripped could not be fully screwed in causing a 20 minute delay to the surgical procedure. The screw was left in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.